Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported inflation issue and failure to deploy were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue and failure to deploy the stent. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the device was inadvertently reported as a 2.50x28 mm xience xpedition stent delivery system (sds); however, the correct device was a 2.75x23 mm xience xpedition. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% occluded lesion in the left anterior descending coronary artery. The 2.50x28 mm xience xpedition stent delivery system (sds) was pressurized to 16 atmospheres, but the balloon completely failed to inflate. The stent of the sds did not expand and remained in its wrapped form. The sds was simply removed from the anatomy with the stent unexpanded on the balloon. An unspecified xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. Post procedure (outside of the anatomy), it was reported that a further attempt to inflate the balloon was performed. The balloon inflated and the stent expanded. No additional information was provided.